Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had been hospitalized on (B)(6) 2014 with diabetic ketoacidosis (blood glucose>500 mg/dl, large ketones, nausea and vomiting.treatment included insulin via pump and IV fluids. This issue is being reported due to an allegation of inaccurate delivery and because the patient experienced dka while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.